Manufacturer narrative:
The catalog number and lot code of the device was not provided. The device was reported as an unknown ceramic liner. Additional devices associated with this event are: unknown accolade tmzf stem; unknown trident cup; unknown alumina v40-femoral head. Based upon the information provided, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The following event was reported from (B)(6): "at 2012, the tha was done with accolade tmzf and trident cup and ceramic insert. After this, the revision surgery with metal head and polyethylene cup was done at 2013, (B)(6), because the proximal front of the femoral was melt." On (B)(4) 2014: we received clarification that the patient experienced osteolysis. There was no corrosion at the stem or head.

Manufacturer narrative:
Age, weight, dob, implant date, explant date, catalog, lot, steri lot, expiration, PMA#, and manufacturing date updated. An event regarding osteolysis involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because additional information is needed to fully investigate the event.

Event description:
The following event was reported from (B)(6): "at 2012, the tha was done with accolade tmzf and trident cup and ceramic insert. After this, the revision surgery with metal head and polyethylene cup was done at (B)(6) 2013, because the proximal front of the femoral was melt." (B)(6) 2014: we received clarification that the patient experienced osteolysis. There was no corrosion at the stem or head.